Event description:
Customer reportedly obtained results of approx 240 mg/dl and approx 120 mg/dl on the advantage/voicemate system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.